Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the laser contributed to the reported event. Thus, surgical technique or patient anatomy should not be ruled out as a possible cause or contributing factor to the event. There were no technical services requested by the customer. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Root cause: the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported a patient with a corneal descemet detachment in the left eye following laser assisted cataract surgery. The patient was noted to have an increased intraocular pressure one day post treatment, but reported no discomfort and good vision. By three weeks post treatment the patient reported the vision was improving and blood shot eyes; therefore a topical steroid was started. At six weeks post treatment the patient was noting clearer vision and reported her eyes to be feeling better. The reporter is unsure what caused or contributed to the reported descemet detachment.